Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9368823. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm enterprise 2 (encr402312 / 9368823) was impeded in the distal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31540298) and could not pass through the microcatheter. The physician removed the stent and the microcatheter from the patient and replaced the devices from another brand (unspecified brand) to complete the procedure. There was no report of any negative impact on the patient. On 17-jun-2025, per the cerenovus representative, additional information cannot be obtained / not available.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 08-jul-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to include an independent medical review of the short video that was included in the complaint. The review was completed on 29-dec-2025. [Video review]: ¿the provided description and video are in agreement and show a stent system that is impeded in the distal end of the microcatheter. The root cause can be analyzed upon return of the devices. From the image itself it cannot be deducted, even though the distal curve is pretty tight in the video this would not be the cause.¿ physician name and date reviewed: (B)(6) december 29th, 2025. Updated sections: b.4, g.3, g.6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages was observed. Further inspection was performed under the microscope; however, a high amount of dried saline residue prevented further inspection. The enterprise system was flushed with a lab sample syringe. After flushing, an attempt was made to advance the enterprise through the concomitant prowler select plus microcatheter. High resistance was met at the hub of the microcatheter. The delivery wire was pushed out of the introducer, and the distal end was found severely damaged. Microscopic inspection was performed on the damaged portion of the delivery wire. The distal end of the positioning coil was detached from the core wire, and multiple kinks were found on the proximal positioning coil. Although the damage condition of the delivery wire was not originally reported, this condition impeded the proper advancement of the stent component confirming the issue reported regarding the impeded condition of the stent in the microcatheter. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9368823. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.